Event description:
It was reported that during acl reconstruction surgery, the 9 x 28mm screw 'didn't bite' during insertion. There was a delay of 3 min. A replacement was available. There were no adverse consequences.

Manufacturer narrative:
Based on the information available and from visual examination of the returned device where the distal tip of the returned screw was missing and the guide-wire exit hole appeared to be 'rounded-out', this can occur if the screw is driven over a bent guide-wire. This would prevent the screw advancing into the bone tunnel.